Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the flexible tipped wires had a tendency to bend or fray while being inserted into the patient. There were no injuries or additional procedures reported. Additional information had been requested but not provided.